Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28jan2019. Philips field service engineer (fse) confirmed the touchscreen failed, the alarm could not be reset after calibration. The fse replaced the touch screen to resolve the issue. Unit passed the required test of the performance verification successfully. Unit ready for clinical use.

Event description:
Customer reports failed touchscreen calibration. No patient/user harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 20apr2019. A touchscreen was returned for analysis. An investigation was performed and the product analysis technician reported that the reported issue could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.